Manufacturer narrative:
Cmpl (B)(4)

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6)2024. The date of event is an approximation. On (B)(6)2024, the patient removed the sensor and he felt the wire was stuck in his arm. The insertion site was swollen, painful and bleeding. The patient went the emergency room to have it removed. When the patient arrived, they took a bg reading which was 144 mg/dl and he was not wearing a cgm. They performed an x-ray, but couldn´t see the wire stuck in his arm. They prescribed oral antibiotics (cephalexin 500 mg). The patient was discharged the same day and his bg was 185 mg/dl while his device had a brief sensor issue. At the time of the report the patient was fine and the swelling was disappearing. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.